Event description:
Urine was noted to be leaking on the floor from the drainage bag. The item was removed from service and inspected. A tear in the bag was found behind the urimeter. This is the same place as defects in previous urine meter drainage bags as previously reported.